Event description:
Attempts to repositioned the lead were unsuccessfully due to difficulty retracting and extending the helix. The lead was explanted and replaced without incident.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited increased threshold measurement, decreased amplitude and loss of capture (loc). The lead had dislodged which was confirmed via a chest x-ray. No adverse patient effects were reported. As of today the lead remains in service.

Event description:
--

Manufacturer narrative:
(B)(4). This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was fully retracted and dried blood was present in the helix housing and confirmed that the cathode conductor coil was fractured at the distal end of the terminal pin. Microscopic analysis confirmed that the lead became fractured due to torsional overstress. Based upon the clinical observations and the laboratory findings, we believe the conductor coil became fractured during attempts to extend/retract the helix. No damages were noted at the lead¿s tip that would have contributed to the dislodgment.